Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were verified to be intact. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the device replacement procedure for normal battery depletion (nbd), the header on this cardiac resynchronization therapy defibrillator (crt-d) started to detach from the device. The physician realized the issue and changed the grip to the device case. There were no clinical observations prior to explant that indicated any issue with the device header. The patient was pacemaker dependent, but did not experience any adverse effects. The device planned to be returned for analysis.